Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hrs. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was impacted. However, the customer could not recall the exact numbers. As the cartridge and infusion set had been changed prior to contacting tandem tech support, troubleshooting to determine a possible cause of the occlusion could not be performed. The cartridge had been in use for three days.